Manufacturer narrative:
An event regarding a periprosthetic fracture, stem subsidence, and dislocation involving a c-taper cocr lfit head 28mm/0 was reported. The reported event states that the patient dislocated. The patient was implanted with a uhr bipolar component. A dislocation with a bipolar device would indicate that the bipolar component dislocated from the acetabulum. There are no allegations against the metal femoral head. Based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time.

Event description:
Dr (B)(6) did a fracture hemiarthroplasty using the omnifit hfx system. He broached and put in a size 11 press fit omnifit hfx stem. Trialed the head and bipolar and asked for the implants. Omnifit hfx size 11, + 0 28mm c-taper head and uhr size 53. All parts implanted and surgeon finished the surgery. Approximately 2 hrs later I received a call from the surgeon stating the implant had subsided and was dislocating in the recovery room. He took the patient back into surgery after I returned. He removed the stem and added a centralizer and recemented the stem. He changed the head to a long head and replaced the bipolar implant. Dr (B)(6) took an x-ray intraoperatively and noticed a mid shaft fracture above the cemented stem. He applied 2 lukki wires and closed the patient. Post op x-rays in recovery room were taken and surgeon was happy with results.

Event description:
Dr. (B)(6) did a fracture hemiarthroplasty using the omnifit hfx system. He broached and put in a size 11 press fit omnifit hfx stem. Trialed the head and bipolar and asked for the implants. Omnifit hfx size 11, + 0 28mm c-taper head and uhr size 53. All parts implanted and surgeon finished the surgery. Approximately 2 hrs later I received a call from the surgeon stating the implant had subsided and was dislocating in the recovery room. He took the patient back into surgery after I returned. He removed the stem and added a centralizer and recemented the stem. He changed the head to a long head and replaced the bipolar implant. Dr. (B)(6) took an x-ray intraoperatively and noticed a mid shaft fracture above the cemented stem. He applied 2 lukki wires and closed the patient. Post op x-rays in recovery room were taken and surgeon was happy with results.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.